Event description:
This is a spontaneous case report received from a medical doctor in united states on 18-may-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on 17-may-2016; lot number b40016 for permanent sterilization. The physician reported during the insertion procedure, after first roll back she was unable to deploy, she then had difficulty removing the device as she was able to advance or remove. She finally removed what appeared to be the outer sheath and believe inner coil was inserted. Additionally, technical issues: catheter breakage was reported. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, after first roll back the physician was unable to deploy, she then had difficulty removing the device. Finally, she removed what appeared to be the outer sheath and believe inner coil was inserted (technical issues: catheter breakage). The reported breakage of essure catheter is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was complicated by a device deployment issue and a breakage of essure catheter occurred. Considering this event happened in association with a difficult essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Follow-up received on 25-aug-2016: despite of follow-up attempts, no response was received to date.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device deployment issue ("after first roll back she was unable to deploy") and complication of device insertion ("difficulty removing the device (during the insertion procedure)") in a (B)(6) year-old female patient who had essure (batch no. B40016) inserted for female sterilization. Other product or product use issues identified: device difficult to use "difficulty removing the device" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device deployment issue and complication of device insertion. At the time of the report, the device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device deployment issue with essure. The reporter commented: as per follow-up of (B)(6) 2016: doctor confirmed that nothing remained in the uterine cavity. Most recent follow-up information incorporated above includes: on 07-jul-2016: case correction after internal review, device breakage did not occur, event was thus deleted and case was downgraded from other reportable incident to other event. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.